Event description:
It was reported that the left ventricular (lv) lead did not capture despite maximal output. It was noted the lead dislodged. A smaller lead is necessary for the patient's anatomy. The lead was explanted and replaced. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765: implantable tachy lead implanted: (B)(6) 2012. A 5076-52 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).